Event description:
It was reported that a malfunction occurred on the pump with no notable events preceding it. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer could not reset the pump due to a lack of charging supplies and planned to call back when ready. Technical support followed up with calls and an email to assist with the issue; however, no response was received from the cus